Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead fractured. The lead had increasing impedances over the last several months, is now high, and has high threshold. The lead was capped and replaced. No further patient complications have been reported as a result of this event.